Manufacturer narrative:
Patient date of birth and weight not available for reporting. UDI: (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a drill bit broke during an orthopedic procedure on (B)(6) 2018. The broken part was retrieved from the patient. There was no patient¿s consequence. The surgery was completed successfully with an 8-minute delay. This is report 1 of 1 for (B)(4).